Event description:
Reporter indicated that their (B) (4) handheld computer is having problems with the screen freezing. Troubleshooting was performed and was unsuccessful. Product was returned to manufacturer, but analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.